Event description:
It was reported that during the implant procedure it was noted there was a bend at the distal tip of the lead. The lead measurements tested normal after placement, however the physician did not like the way the lead "looked due to the bend". The lead was explanted and replaced. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood observed in/on the helix mechanism.